Event description:
During a clipping vein procedure, no clip was released after firing. There was no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.